Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife (caregiver) reported that customer¿s adc blood glucose meter would not power on with button press or strips inserted. Caregiver further reported that customer could not test blood glucose and on an unspecified date, customer fainted (lost consciousness). Caregiver tested customer¿s blood glucose with an unspecified meter and 25 mg/dl result was obtained. Caregiver injected customer with an unknown amount of glucagon for treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer¿s wife (caregiver) reported that customer¿s adc blood glucose meter would not power on with button press or strips inserted. Caregiver further reported that customer could not test blood glucose and on an unspecified date, customer fainted (lost consciousness). Caregiver tested customer¿s blood glucose with an unspecified meter and 25 mg/dl result was obtained. Caregiver injected customer with an unknown amount of glucagon for treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.